Event description:
The esophageal wallstent was placed uneventfully in january, 1998. The pt returned to the hospital in july with dysphagia. The stent was discovered to have migrated into the pt's stomach. It was hypothesized that brachytherapy had reduced the size of the tumor which led to the migration. The physician is planning on removing the stent due to the pt's enlarged pylorus and concern for duodenal occlusion secondary to stent migration.